Manufacturer narrative:
Updated data: b5. D4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the left coronary artery was treated with the pci, and the pci was a planned intervention. The valve did not dislodge and occlude the coronary artery, and the dcs did not dislodge calcium or plaque that occluded the coronary artery; however, the patient did have a medical history of coronary artery disease.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 10 days following the implant of a transcatheter valve, percutaneous coronary intervention (pci) was performed for an unspecified reason.

Manufacturer narrative:
Updated data: b5. Added third paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 10 days following the implant of a transcatheter valve, percutaneous coronary intervention (pci) was performed for an unspecified reason. Additional information was received that the left coronary artery was treated with the pci, and the pci was a planned intervention. The valve did not dislodge and occlude the coronary artery, and the dcs did not dislodge calcium or plaque that occluded the coronary artery; however, the patient did have a medical history of coronary artery disease. Additional information was received indicating that, per the physician, the occlusion was caused by calcification and stenosis due to plaque. The valve was not a contributing factor to the occlusion.